Event description:
It was reported that the patient had developed an infection at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: (B)(6) 2025 additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 16688652 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 17047553 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 17062784 model/catalog description: clik anchor unique identifier (UDI)#: (B)(4).